Event description:
The device was used during a colon resection procedure. Reportedly, a component disengaged feom the device into the pt's cavity. The surgeon retrieved the component without incident.